Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap is popping out. Customer¿s blood glucose level was unknown. Customer states that they pushed it back into place but it is continuing to pop out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Unable to perform basic occlusion test, occlusion test and prime test due to detached end cap. No loose drive support cap noted.